Event description:
It was reported that externalized conductors were observed via xray. During the generator change out, the lead was capped and replaced. Patient is in good condition.

Manufacturer narrative:
No medwatch form was received.